Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05182. The patient received her scs system on (B)(6) 2011. During a CT scan, the patient felt the stimulation turn up by itself to an uncomfortable level. Prior to the CT scan the patient did not turn the stimulation off. She kept the stimulation at a low level. (B)(6) she felt a burning sensation from the ipg pocket to the leads. After she turned the stimulation off the burning sensation gradually went away. A few days later the patient turned the stimulation back on, and did not experience any problems.